Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 10 atmospheres for 2 seconds, the balloon ruptured due to the calcification. The device was completely removed from the patient and the procedure was completed with a 2.00mm x 20mm maverick²¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has an 8mm longitudinal tear starting at the proximal balloon weld. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is. There is no indication that the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50mm x 20mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation at 10 atmospheres for 2 seconds, the balloon ruptured due to the calcification. The device was completely removed from the patient and the procedure was completed with a 2.00mm x 20mm maverick balloon catheter. No patient complications were reported and the patient's status was good.